Event description:
Adverse event(s): "cloudiness, blur" (blurred vision); "irritated" (irritation); "uncomfortable" (discomfort); "sensitive to light" (photophobia); "glassy" (no code available). Product problem(s): 'none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, she has "cloudiness and blur"; that her eyes are "irritated, glassy, very uncomfortable, and sensitive to light". She stated that her retina was examined and results came out "ok". Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 07/22/2010, 07/29/2010, and 08/02/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).